Event description:
Reporter called posey to check if the alarm has a low battery indicator. Technical services confirmed that the alarm has a chirp to indicate low battery. The reporter stated that a pt got out of bed and fell. The reporter was uncertain whether the alarm did not indicate low battery or if the caregivers did not hear the alarm sound. The reporter was contacted and provided add'l info. The pt's nurse checked the alarm prior to use and found it to be working properly. The alarm was then put into use with a female pt. The pt was sitting on a regular bed side chair with a sensor pad. Approx 15 minutes later when the nurse checked the pt, she had fallen. The nurse did not hear the alarm sound. The pt fractured her humerus (upper arm). The pt is in stable condition.

Manufacturer narrative:
(B)(4). Eval: results: eval shows the returned alarm has one bent battery spring. The alarm was tested using new batteries and powered-up and passed functional tests. The low battery indicator was tested using a low voltage source and the low battery indicator sounds correctly. The alarm was also tested using a test sensor pad and when pressure was taken off the sensor pad, the alarm sounds correctly. The alarm liqui label has evidence of moisture. Note: the posey instructions for use has a warning: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).